Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during surgical use, while using the gap check tool, it broke. The procedure was not influenced. No patient information available. Exact event/aware dates not available. The instrument broke near to one of the sides and no smaller parts were figured out to be left behind in the patient.

Manufacturer narrative:
Section h10: (d4) lot number: 107549002 (h3) the broken instrument reported was likely the result of applying a bending moment to the device during resection gap verification, which led to ultimate fracture of the mobile bearing gap check tool.